Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an event of kinked tubing on (B)(6) 2025 which led to high blood glucose and occlusion. The infusion set was in use for two to three hours. Patient used correction bolus via pump in order to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.